Event description:
A doctor alleged that two (2) patients had experienced graying at the margins after placement with premise. This is the first of two (2) reports.

Manufacturer narrative:
Specific incident with regard to patient age and weight was not provided. It was reported that the doctor replaced the restoration for the patient. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no further evaluations can be conducted.